Event description:
Customer reported being hospitalized due to high blood glucose levels. Prior to hospitalization, customer was nauseated. Suggested that customer change set and take correction injection as per md and to call back if high blood glucose continues.